Manufacturer narrative:
(B)(4). Batch # t5dj0x. Device evaluation summary: the analysis results found that the ntlc75 device was received with no apparent damaged and with a reload loaded in the device. The reload had the proximal 3 drivers up and the remaining drivers down with staples present and swing tab in the locked position. The cartridge reload swing tab was reset in order to fire the cartridge. The device was test with the returned cartridge and fired without any difficulties. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the knife was in home position and the device with the returned reload performed without any difficulties noted. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in incomplete staple line. For additional information please refer to the instructions for use a manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an open anterior resection for rectal cancer, the knife did not return to home position after the first firing on the rectum. It was unknown how the knife was returned after the event occurred. The staple height was gold. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.